Event description:
Pt undergoing esophagastroduodenoscopy with ph probe - bravo placement. Given imaging - ph monitor/probe was inspected and calibrated prior to placement. Md placed probe; suction was held at 600 mmhg for 30 seconds without interruption (per company recommendations). Probe is thought to be deployed into pt's esophageal mucosa. When md reintubated with gastroscope to check placement, the probe was not apparent in pt's esophagus, but noted the probe in the pt's throat just above the vocal cords. The probe was retrieved using a roth net. Please note: the pt did not suffer any harm.